Manufacturer narrative:
The last calibration performed on (B)(6)2023 was acceptable. Upon review of the alarm trace, "abnormal aspiration" and "sample short" alarms were observed. The field service engineer checked the analyzer and found a clogged sample probe. He cleaned the sample probe and flow path. The customer ran calibration and quality controls; all results were within specifications. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the a1c-3 (tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application) assay on a cobas 8000 c 502 module. The reporter also mentioned quality control issues with a1c-3. The sample initially resulted in an a1c-3 value of (B)(4). The sample was repeated two times on 03-feb-2023 resulting in a1c-3 values of 14.3 % and (B)(4). The result of (B)(4) was deemed correct. The questionable result was reported outside of the laboratory. The a1c-3 reagent lot was 67321501 with an expiration date of (B)(6)2024.